Event description:
Implant date: 1991. Pt complained of pain. Second surgery on 1991 for removal of one of the screws, exploration of foramen, and removal of scar tissue. Third surgery 1992, to remove implants and extend the level of the fusion. It was noted that fusion had occurred. After implants were removed, pt developed a pseudoarthrosis.